Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed cross talk oversensing (atrial signals sensed in the ventricular channel) during a slow atrial flutter episode. However, the signals were correctly blanked. Technical services (ts) reviewed the case and recommended reprogramming options to prevent the reoccurrence of this issue. Further information was received indicating several atrial tachy response (atr) episodes has been recorded due to functional undersensing of chronic atrial flutter. An inappropriate shock has been delivered as well due to this issue. Ts could not recommend reprogramming options as the patient has a complex atrial flutter morphology. This ICD remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed cross talk oversensing (atrial signals sensed in the ventricular channel) during a slow atrial flutter episode. However, the signals were correctly blanked. Technical services (ts) reviewed the case and recommended reprogramming options to prevent the reoccurrence of this issue. Further information was received indicating several atrial tachy response (atr) episodes has been recorded due to functional undersensing of chronic atrial flutter. An inappropriate shock has been delivered as well due to this issue. Ts could not recommend reprogramming options as the patient has a complex atrial flutter morphology. This ICD remains in service and no additional adverse patient effects were reported. Additional information was received indicating that this device was subsequently explanted and replaced due to normal battery depletion. The device has been returned for analysis.